Event description:
The customer stated, she had been experiencing low blood glucose readings for no reason. The customer stated, the insulin pump was shooting out excessive amounts of insulin during the manual prime before recognizing the reservoir. In addition, the customer stated, the reservoir volume was not calculating properly. The displacement test was performed and the insulin pump failed the test with motor error.

Manufacturer narrative:
The insulin pump failed the displacement test due to out of phase encoder signal. However, the insulin pump delivered a 25 unit bolus properly. No motor error alarms were noted.